Event description:
Per report, during a transfemoral tavr procedure, after the removal of a retroflex3 24f sheath, an external iliac perforation was noted, which was repaired with a covered stent. While inserting into the patient the 23f dilator , the physician felt a little resistance. In order to be able to introduce the 24f rf3 sheath, the physician attempted to balloon the external iliac area where the difficulties were encountered; since, it was still not possible to advance the device, 2 stents were placed in the area. These stents were then post dilated to enlarge the artery diameter and ease the advancement of the sheath. Afterwards, the sheath was inserted without any additional issues and the valve was deployed. Later, while removing the sheath, an external iliac perforation was noted at the distal end of the inferior stent previously placed. A covered stent was placed over the injury to repair the vessel. The patient was stable after procedure. Per the physician's opinion the post dilation of stent caused its edge to injure the vessel.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 24fr sheath is 8 mm. In this case, the access site diameter vessel calcification, and tortuosity are not available. However, it appears that a section of the external iliac had a reduced vessel diameter, as it was reported that 2 stents were placed in the external iliac to ease the advancement of the devices through a narrow section. As per the physician assessment, the vessel injury was caused by the lower edge of the distal stent when it was post dilated. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.